Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) revealed that the spike was not all the way in, as he was able to push-in the spike further. The technical service representative (tsr) explained the alarm to the cg and assisted to resume prime. During a follow up with the cg regarding the connection issue, the cg explained that there were no loose connection issues or defects on the supplies; rather it was his "carelessness" in not visually verifying a complete connection after spiking the bag. The cg stated that the tsr pointing this out to him made him realize that he had not always been visually verifying the connection. The cg stated that he has learned from his mistake, and has not had any problems since. Per cg, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot because the lot number is unknown. The cause of the check lines and bags alarm was use error - the home patient's report that a spike was not fully pushed in. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarm is in progress through (B)(4).